Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: data correction to device identifier.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that there was no speaker sound at start up test and failed at manual power on test. The speaker was defective. The cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement mx40 device to resolve the issue. Section h component codes changed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the buzzer/alarm speaker no longer works. The device was not in use on a patient at the time of the event, there was no patient involvement. A replacement device was sent to the customer.